Manufacturer narrative:
Approximate age of device: 11 months. The event occurred in (B)(6) cerebral & cardiovascular center. A direct correlation between the device and the reported driveline infection could not be determined through this evaluation. The instructions for use lists driveline infection as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains ongoing on lvad support and no additional complaints have been reported at this time. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient developed a bacterial driveline infection. The patient was admitted to the hospital from (B)(6) 2014 due to the infection and was treated with drug therapy only. No additional information was provided.